Event description:
The pt was seen in clinic for pump refill on (B) (6) 2009. She was experiencing increased pain. Pump interrogation revealed a motor stall beginning on (B) (6) 2009 with no recovery noted in the event logs. A 'stopped pump may exceed the tube set' message was seen. One other stall of less than 1 hr was noted on (B) (6) 2009. The pt had not had a magnetic resonance imaging. More drug than expected had been removed from the reservoir. The expected reservoir volumes were 2 mls; the actual volumes was 4 mls. No cerebrospinal fluid could be withdrawn from the catheter access port at a catheter dye study on (B) (6) 2009. It was unclear if the catheter was patent based on fluoroscopic images. The pump was still alarming, which the pt did not hear. The alarms were silenced and the pump was programmed to the minimum rate. The pt experienced mild withdrawal symptoms, including sweating and diarrhea. The pt and hcp will decide of the pump will be removed or replaced.

Manufacturer narrative:
(B) (4)